Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, @ 14,001 joules, the fiber was noted to be forward firing and flashing. The procedure was completed using a second fiber @ 486,875 joules. "No injury to patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits mild char; the glass cap exhibits mild devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limits the performance of the fiber.